Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that display touchscreen will not stay calibrated and the touch inputs are affected. There was no patient involved at the time of the event, therefore no harm or health impact occurred.

Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that display touchscreen will not stay calibrated and the touch inputs are affected. There was no patient involved at the time of the event, therefore no harm or health impact occurred.